Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, three (3) tubes were found with scratch-like spots on the inner part of the tube, where blood had accumulated and appeared clotted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-dec-2025. Investigation summary: bd received 3 contaminated samples for investigation. 10 photos of the samples were provided for investigation. The samples were visually inspected, and damage was observed on the inner wall of the tube. Upon reviewing the photos, damage and clotting were noted as indicated by the customer. Additionally, 100 retained samples were visually inspected, and no damage to the inside of the tube was identified. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes damage and clotting based on the return samples and photos provided. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® edta 2k, three (3) tubes were found with scratch-like spots on the inner part of the tube, where blood had accumulated and appeared clotted. No adverse impact was reported regarding the patient or user.